Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. Plug connections, the fluoroscopy functions (ffb) and generator interface (gib) pcbs were also evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse determined the cause of the problem to be the c-arm(hv) cable. The fse replaced the c-arm hv cable to resolve the issue. As a precaution the fse reseated system electrical connections. The fse verified system functionality. The high voltage and control cable(c-arm cable) is a complex wiring assembly that contains many conductors and distributes communication signal and power from generator components to the x-ray tube and camera. A failure with the hv cable could render the c-arm non-functioning. The subsystem code for this complaint is component failure this complaint has been evaluated. The actions taken by the fse to confirm, diagnose and correct the reported issue are appropriate. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.